Event description:
A malfunction was reported, specifically with a malfunction code 9, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.